Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are not responding. Customer states that there is a keypad anomaly. The blood glucose reading is 146 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The esc and act buttons on the insulin pump were not responding due to corroded keypad traces. Battery out of limit alarm was not verified due to keypad anomaly. The insulin pump had minor scratches on the display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.